Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent button alarms (alarm 22). After the alarm the customer would clear it and resume insulin delivery. The customer's blood glucose (bg) level was 445 mg/dl and a bolus via the pump was delivered to address the bg level. Tandem technical support advised the customer to keep items from pressing on the button. The contact acknowledged the information.